Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump was received with intermittent button response due to moisture damage keypad traces, minor scratched lcd window, and cracked case near display window corners, cracked battery tube threads, and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was 109 mg/dl. The customer stated that she checked her blood glucose and tried to put in her carbs, and it would not go pass 22 grams. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.